Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device a "ventilator inoperative" alarm sounded during an operational check. An error code in relation to (ripc communication failure between the therapy and ui cpus) was observed in the device event log. In conclusion the devices system board and display board were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 1 was performed. The air inlet foam filter and particle filter were replaced as part of maintenance. The software version was upgraded from 1.06.05.00 to 1.06.10.00 and the internal apac evo mac address update. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.